Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025- 03538 - device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on 02-feb-2025 where the infusion set was inserted into scar tissue. The issue occurred with eight similar types of infusion sets used for less than twenty-four hours. The blood glucose level of the patient was high, and the patient had ketones which were assessed as dangerous or life-threatening. During hospitalization, the patient was treated intravenously. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-03538. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007367 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area for the code set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007367 was manufactured according to the wi version 74 manufactured in the line inset 3, on 30/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/apr/2025 against malfunction code set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set and lot 6007367 and no other complaint has been registered in database for the same lot 6002246 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.